Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump shut off unexpectedly. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. The cause was related to the pump resetting unexpectedly. A correction injection was administered to address bg. Reportedly, the customer loaded a new cartridge and continued to use the pump for insulin therapy.